Event description:
This device was returned with partial oos documentation from health system. Per biotronik rep, this system was implanted for neurocardiogenic syncope. The pt requested the system's removal because he felt no benefit from it. This system was not replaced. This device was removed at a different time from the lead. The exact date of explant is unk, so therefore, we have no exact date of this event. Cylos dr, MDR 1028232-2009-00357.